Event description:
Based on information obtained, the patient's ipg was explanted and replaced on (B)(6) 2019. Patient has effective therapy post-operatively. Pain at the ipg site has resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced burning at the ipg site. X-rays were taken and impedances were checked and are normal. Burning stops when the device is shut off. As a result, surgical intervention may occur.